Event description:
During procedure with the rotablator system, the wire fractured inside the pt. Several attempts were made to snare the wire but were unsuccessful. Case was stopped and the pt remained alert and oriented, but became hypotensive. He was taken to ccu where he went into cardiac arrest. He was resuscitated and taken to the operating room for repair of laceration to the left ventricle and relief of cardiac tamponade but expired on 5/18/99.